Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold was implanted into the patient on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pelvic pain; groin pain; pain inter; nonsurgical treatments: on (B)(6) 2012 the patient commenced pain medication: panadol for the treatment of: to reduce pain. Treatment duration: 1 week periodically. On (B)(6) 2012 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strength building. Treatment duration: as required.